Manufacturer narrative:
Investigation summary: no pictures or samples are available for investigation. Five retained samples were taken for investigation. Leakage test was performed according to pc-226 rev.06 and no leak was found. Inspections and tests in manufacturing area: these are the inspections performed during manufacturing process for connectors: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to pc-234. Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226. Conclusion: retained samples meet the leakage specification. No non-conformances found during DHR review. Please note that the performance of the sealing membrane is reduced after multiple perforations and extended activation time according to instructions explained in the IFU (dgp 117 rev.04).

Event description:
It was reported that a bd phaseal¿ connector luer lock (c35) being used on a 24-hour chemo infusion patient leaked from the female connector after being disconnected. The registered nurse had "pulled back" on the device to deactivate, "waiting 10 seconds" before fully disconnecting to replace the chemo bag, and fluid reportedly "poured" from the female connector. The following information was provided by the initial reporter: "just wanted to make you aware that we had another patient receiving 24-hour chemo infusion that we experienced leaking from the female connector after disconnection. The rn pulled back on the pha-seal to deactivate, waiting 10 seconds then fully disconnected the pha-seal to prepare for the next chemo bag to hang. The rn reported that fluid was ¿pouring¿ out of the female connector. This was the short (grey) female connector that we have now switched to using with our IV tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ connector luer lock (c35) being used on a 24-hour chemo infusion patient leaked from the female connector after being disconnected. The registered nurse had "pulled back" on the device to deactivate, "waiting 10 seconds" before fully disconnecting to replace the chemo bag, and fluid reportedly "poured" from the female connector. The following information was provided by the initial reporter: "just wanted to make you aware that we had another patient receiving 24-hour chemo infusion that we experienced leaking from the female connector after disconnection. The rn pulled back on the pha-seal to deactivate, waiting 10 seconds then fully disconnected the pha-seal to prepare for the next chemo bag to hang. The rn reported that fluid was ¿pouring¿ out of the female connector. This was the short (grey) female connector that we have now switched to using with our IV tubing."